Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition could not be confirmed as the suture was not returned for analysis. The reported guide break was confirmed based on the returned device condition. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported suture malposition and treatment appears to be related to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The reported guide break appears to be related to manipulation during the procedure, either during insertion, deployment or device removal due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1430 removed, code 2616 added.

Event description:
Subsequent to the initially filed report, the following information was received: information received stated that when the second proglide device was removed from the patient's artery, the suture came out with the device and it was noted that the suture had a knot in it but was loose. Device return analysis of the second proglide device revealed a break at the proximal end of the guide and was held together by the actuator wire. Follow-up with the account confirmed that the break occurred during the procedure. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after an embolization of cerebral aneurysm procedure using an 8f sheath. Reportedly, when the first proglide device was removed from patient, the suture came out with the device with the knot intact. When the second proglide device was removed from the patient's artery, the thread had a knot in it but was loose. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.